Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 due to a reaction they had at the infusion site (abdomen) and high blood glucose levels. The patient¿s blood glucose levels rose above 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the infusion site was red, swollen and itchy. The patient went to the emergency room and were treated with insulin. The doctor at the emergency room suggested the patient may have experienced an allergic reaction to the pod¿s cannula or to the insulin. The patient was released 6 hours later, on the same day. After this (amount of time not reported), the patient attended an appointment with their endocrinologist who gave the opinion that they did not think the patient was allergic to the cannula and that they may be having a reaction to the adhesive, they advised the patient to apply flonase (fluticasone propionate) to the area before applying a new pod. The patient has not been confirmed to have an allergy to any component of the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone13.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.